Manufacturer narrative:
H10: a1, a2, a3, h3: updated information. H11: b1, b2, b5, e3, g3, g5, h1, h6: corrected information.

Event description:
It was reported that when taking the bone pins out upon completing the case, the inner cylinder of the pin driver broke off. In order to finish taking the bone pins out, each pin was individually chucked up to properly remove. No delay and back-up not available. No patient injury or impact involved.

Event description:
It was reported that while going to take the bone pins out upon completing the case the part of the drill that houses the top of the bone pin broke off. In order to finish taking the bone pins out, each pin was individually chucked up to properly remove. No patient injury or impact involved. No delay and back-up not available.

Manufacturer narrative:
H10: h3, h6: the device, was used for treatment. Visual inspection of the returned pin driver confirmed that the inner cylinder of the pin driver had fallen out. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. This failure is an identified failure mode within the risk file. The navio surgical technique guide released at the time of the complaint provides instructions on the navio instrumentation kit. It states that ¿the navio instrument kit consists of a two-level tray that contains all of the required instrumentation for surgery using the navio surgical system. If the equipment breaks or fails during surgery, a sterile backup tray is on-site and can be unwrapped to replace a broken or dropped tool.¿ it also has a warning which states:¿ a full traditional surgical instrumentation tray for the chosen implant should be available during every system use to manually implant the prosthesis in the event of system failure.¿ per complaint details, the device malfunction occurred during surgery. Based on the information provided, the procedure used the journey instrumentation set to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time. We were able to confirm there was a relationship established between the reported event and the device. The malfunction is due to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Upon review of the returned pin driver, we were able to confirm the complaint. The inner cylinder of the pin driver had fallen out. This is consistent with bug 614, the product support engineering team has been made aware of this occurrence and is working to fix the issue.